Manufacturer narrative:
Medical device additional catalog #: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0140209, medical device expiration date: 2025-05-31, device manufacture date: (B)(6) 2020. Medical device lot #: 0266124, medical device expiration date: 2025-09-30, device manufacture date: (B)(6) 2020. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pn 31x8 europe bd had foreign matter and needle broke off. The following information was provided by the initial reporter: glue remains on the cover/ plastic film that does not come of when disembarking, causing the pen to stick to the sleeve so that the needle is broken or bent when connected to the pen. The customer has previously advertised the same product and according to costumer company is aware of poor glue quality. The customer brought pen needles from another batch which according to him was ok.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown. H3 other text : see h.10.

Event description:
It was reported that pn 31x8 europe bd had foreign matter and needle broke off. The following information was provided by the initial reporter: glue remains on the cover/ plastic film that does not come of when disembarking, causing the pen to stick to the sleeve so that the needle is broken or bent when connected to the pen. The customer has previously advertised the same product and according to costumer company is aware of poor glue quality. The customer brought pen needles from another batch which according to him was ok.